Event description:
Ptca/stent was performed on pt in the cath lab. Stent was deployed in the proximal area of a vein graft in the left anterior descending saphenous vein. A 4.0 dilation catheter balloon was used to imbed the stent. At approx 6-7 atm pressure, the balloon burst and was removed. The guide wire was found to be stuck in the stent and broke when being pulled out. An approx 1 inch portion of the distal end of the guide wire was left in the pt. The wire was secured in the stent and was not retrievable.